Event description:
It was reported that the system 9800's c-arm would not move vertically on command. There was no adverse patient involvement reported. There was no patient information reported

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The power supply ps3 was found defective and replaced. The system was tested and found to be working as intended and placed back into service.